Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is implant loosening possibly related to a motor vehicle accident. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI/gtin numbers: the 1st (superior): ifuse implant, p/n 7050-90, lot# 222227, mfd. 09/25/2014, expires 2019-09, (B)(4). The 2nd (inferior): ifuse implant, p/n 7040-90, lot# i0a21, mfd. 06/03/2014, expires 2019-06, (B)(4).

Event description:
In (B)(6) 2015, the patient underwent a left side si joint arthrodesis where two implants were placed. The patient initially had pain relief following the procedure but had a recurrence of si joint pain following an automobile accident. In (B)(6) 2016, the surgeon performed a revision surgery where he removed both of the initial implants and replaced them with larger diameter implants using the same explant holes. He then added one additional implant to help fixate the joint. The status of the patient following the revision surgery is not yet known.